Event description:
As reported, prior to use of a 6f/7f mynx control vascular closure device (vcd), the physician saw the polymer exposed in the tip of the mynx catheter. Hemostasis was achieved using another mynx vcd and there were no reported injuries to the patient. The device was stored and prepared per the instructions for use (IFU) and was removed from the package according to the instructions. The mynx vcd was to be used in an interventional coronary procedure with an anterograde approach, and the deployer was a trained physician. Femoral artery suitability was verified on angiography, including an insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be greater than or equal to 5 mm, with no vessel tortuosity and no presence of peripheral vascular disease or calcium at the puncture site. The sealant sleeves were not out of position, and no damage to the sealant sleeves was observed. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.